Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during the dwell of peritoneal dialysis therapy. The patient stated that they cycled the power on the device and it went to press go to start. The technical service representative (tsr) reviewed the alarm log but did not find any other alarms prior to this one. The tsr advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.